Event description:
A nurse in the united kingdom reported that they had a patient who had been implanted with their vns device (B)(6) 2010 and they had high lead impedance, system diagnostics 10000 ohms. X-rays were ordered and the device was switched off. The patient has been referred to neurosurgery. X-rays will not be sent to the manufacture for review. The patient will have full revision surgery performed. No date has been set at this time.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.